Event description:
This case was initially received via regulatory authority (B)(6) on 12-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("swollen abdomen"), surgery ("complications in surgery"), and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure (ess205) inserted. Essure (ess205) was inserted on (B)(6) 2007. The patient reported weight gain, chronic tiredness, bad sleep, insomnia, kidney pain, tendon pain, joint pain, crackling joint, generalized muscular pain on legs, arms and back, difficulties to walk long time, difficulty to hang the phone for long time, peel vegetables, disorder on vertebra l4-l5, heavy leg sensation, bad blood circulation, burning sensation all over the body, often dry mouth and thirst, frequent urge to urinate, loss of libido, swollen abdomen, dry eyes, blurred vision, speech disorder, seek for words, excessive sweatiness, dry skin, itching, swelling, small spots, gastric pain, gas swelling, bad digestion, stress, exercises out of physical limits, rheumatoid arthritis since 3 years. Actual state of the patient: the patient lost her job, and had rheumatoid arthritis since 3 years. A surgery was planned for essure removal for soon after the report but she had complications in surgery on (B)(6) 2017. Rheumatoid arthritis was ongoing. No other outcome was provided. No causality assessment was given. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-jan-2018 for the following meddra pt (excluding this case): abdominal distension: n° 164 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal distension ("swollen abdomen"), surgery ("complications in surgery") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity, parity 2, termination of pregnancy - elective, spontaneous abortion, wisdom teeth removal, appendicectomy, hemorrhoidectomy, dermolipectomy, synovial cyst, anxious depression, lactose intolerance, fructose intolerance, weight gain, lung disease, headache, eventration repair, cervical conization in (B)(6), papillomatosis, allergy to metals and gastrooesophageal reflux. Previously administered products included for headache: optalidon for headache. Family history included rheumatoid arthritis (great grandfather). Concomitant products included omeprazole for gastrooesophageal reflux and fluoxetine hydrochloride (prozac) for reactive depression. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6), the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient underwent surgery (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of abdominal distension (seriousness criteria medically significant and intervention required), the second episode of abdominal distension ("gas swelling"), pruritus ("itching"), fatigue ("chronic tiredness"), poor quality sleep ("bad sleep"), insomnia ("insomnia"), renal pain ("kidney pain"), tendon pain ("tendon pain"), arthralgia ("joint pain"), joint noise ("crackling joint"), myalgia ("generalized muscular pain on legs, arms and back"), mobility decreased ("difficulties to walk long time"), loss of personal independence in daily activities ("difficulty to hang the phone for long time, peel vegetables / exercises out of physical limits"), intervertebral disc disorder ("disorder on vertebra l4-l5"), limb discomfort ("heavy leg sensation"), cardiovascular disorder ("bad blood circulation"), burning sensation ("burning sensation all over the body"), dry mouth ("often dry mouth"), micturition urgency ("frequent urge to urinate"), loss of libido ("loss of libido"), dry eye ("dry eyes"), vision blurred ("blurred vision"), speech disorder ("speech disorder"), aphasia ("seek for words"), hyperhidrosis ("excessive sweatiness"), dry skin ("dry skin"), swelling ("swelling"), rash macular ("small spots"), abdominal pain upper ("gastric pain"), dyspepsia ("bad digestion"), stress ("stress"), thirst ("thirst"), hypotension ("hypotension"), dizziness ("dizziness"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), inflammation ("moderate inflammatory syndrome"), uterine cervical metaplasia ("malpighian metaplasia, in the cervix"), endometriosis ("diverticular endometriosis in the uterus") and adnexa uteri cyst ("paratubal cysts in tubes") and was found to have weight increased ("weight gain"). The patient was treated with certolizumab pegol (cimzia), etanercept (enbrel), ibuprofen (spifen), methotrexate and surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the surgery, the last episode of abdominal distension, pruritus, weight increased, fatigue, poor quality sleep, insomnia, renal pain, tendon pain, arthralgia, joint noise, myalgia, mobility decreased, loss of personal independence in daily activities, intervertebral disc disorder, limb discomfort, cardiovascular disorder, burning sensation, dry mouth, micturition urgency, loss of libido, dry eye, vision blurred, speech disorder, aphasia, hyperhidrosis, dry skin, swelling, rash macular, abdominal pain upper, dyspepsia, stress, thirst, hypotension, dizziness, ear disorder, nasal disorder, pharyngeal disorder, inflammation, uterine cervical metaplasia, endometriosis and adnexa uteri cyst outcome was unknown and the rheumatoid arthritis had not resolved. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri cyst, aphasia, arthralgia, burning sensation, cardiovascular disorder, dizziness, dry eye, dry mouth, dry skin, dyspepsia, ear disorder, endometriosis, fatigue, hyperhidrosis, hypotension, inflammation, insomnia, intervertebral disc disorder, joint noise, limb discomfort, loss of libido, loss of personal independence in daily activities, micturition urgency, mobility decreased, myalgia, nasal disorder, pharyngeal disorder, poor quality sleep, pruritus, rash macular, renal pain, rheumatoid arthritis, speech disorder, stress, surgery, swelling, tendon pain, thirst, uterine cervical metaplasia, vision blurred, weight increased, the first episode of abdominal distension and the second episode of abdominal distension with essure (ess205). The reporter commented: it was reported distilbene (diethylstilbestrol) intake by her mother during the pregnancy. Treatment drugs included: corticoids. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6)2018: complete malpighian metaplasia, in the cervix; focus of diverticular endometriosis in the uterus, and paratubal cysts in tubes. No malignancy. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: information received from legal department. Patient¿s medical history included: allergy to penicillin, 2 childbirths, elective abortion, spontaneous abortion, wisdom teeth extraction, appendicectomy, hemorrhoidectomy, dermolipectomy, synovial cyst in the right foot, reaction anxio-depression, intolerance to lactose, tobacco use stopped with weight gain of 11 kgs, lung disease at age 20 years old, headache, optalidon for headaches, surgery for eventration, cervical conization, papillomatosis grade 2, distilbene intake by her mother during the pregnancy., rheumatoid arthritis (great grandfather), allergy with nickel and gastro-oesophageal reflux.on (B)(6)2015, she experienced moderate inflammatory syndrome. Methotrexate 15mg/week prescribed. She also experienced hypotension, dizziness and ent disorders.on (B)(6)2018, total hysterectomy with bilateral salpingectomy was performed.on (B)(6)2018, histology found complete malpighian metaplasia, in the cervix. Focus of diverticular endometriosis in the uterus, and paratubal cysts in tubes. No malignancy.treatment drugs included: spifen, enbrel, cimzia and corticoids.concomitant drugs included: omeprazole and prozac. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.